Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0095), was removed from a patient because of lead fracture. It was replaced with an endotak transvenous defibrillation lead (0125).